Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 123mg/dl and the sensor glucose was 244mg/dl at the time of the incident. The customer reported that she inserted the sensor last night and her readings were off. When sensor glucose was 123mg/dl then blood glucose was244mg/dl. Finally, today she changed sensor. Blood glucose was 93 mg/dl when the sensor glucose was 40 mg/dl. Later blood glucose was 71 mg/dl. Sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was suspended due to sensor glucose value. Suspend on low limit in sensor settings was 70mg/dl. The sensor will not be returned for analysis.